Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The pump stalled (B)(6) 2010; tube set message occurred (B)(6) 2010. The pump was updated in (B)(6) 2010 to a decreased rate. The pump was not filled, the alarm was silenced. On (B)(6) 2011, the pump was alarming. The pump logs revealed a low reservoir alarm occurred (B)(6) 2011. An empty reservoir alarm occurred (B)(6) 2011. The estimated elective replacement indicator was 10 months. The pt did not experience withdrawal symptoms, but indicated there was no pain relief. The pump reservoir was aspirated; 38 ml was in the pump. The pt was hospitalized due to an "unrelated issue." The pump contained fentanyl and bupivacaine. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).